Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that after surgery friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. As a result, the patient has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. She also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of a loose cup, a broken screw and metallosis. Records are available for further review.

Manufacturer narrative:
Examination of the reported devices was not possibles as they were not returned. A complaint database search did find additional related reports against the metal head and metal liner provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A review of the device history records for the fractured bone screw found no deviations. A complaint database search finds no other reported complaints against the remaining product and lot combination(s). Medical records were reviewed. The investigation can draw no conclusions with information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear. Added stem and screws. Updated dor.